Manufacturer narrative:
Section a: correction d4, h4: additional information h3: one device was returned for analysis. Visual inspection found the air detector was pulling apart from the chassis and the downstream occlusion (dso) seal was delaminated. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The dso seal and air detector were replaced. The cause was identified to be due to wear.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device's air sensor and downstream occlusion are unattached and falling off. There was no patient involvement.